Event description:
The facility reported a pump with failure code 500:320:844:0000 as a reykt if a stuck key. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp representative.